Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for weakness and dehydration. The patient was hypotensive on admission so cultures were obtained and patient was started on empiric antibiotics of rocephin and vancomycin. Infectious disease was consulted and switched the rocephin to cefepime for 4 days. The patient also reported scrotal pain and was seen by a urologist. Urology did not find any source of scrotal pain. Blood and urine cultures came back positive for e coli. The infection site was determined to be urine and genitourinary. Intravenous antibiotics were stopped and the patient was started on oral ciprofloxacin for 95 days. The patient was discharged home on (B)(6) 2018 with orders to continue ciprofloxacin, which was completed on (B)(6) 2018. No signs of infection present at that time.